Event description:
Pt s/p lvad exchange (B)(6) 2016 for hemolysis with noted increasing ldh 540 on (B)(6) 2016. Baseline prior to exchange was 300-400's. Pt was placed on clopidogrel on (B)(6) 2016. She then had increased flows 11-12 and power spikes 7 on (B)(6) 2016. Ldh was also increased to 924, plasma free hemoglobin 36. Pt declined another exchange and asked for palliative care consult.